Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, force sensor test and the dat test at 0.0869 inches. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and battery tube. The pump was received with minor scratches on lcd window and scratched case. In summary, customer allegation for pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly. Blood glucose value at the time of the event was unknown. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-342, mmt-442ag, and mmt-7040a. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-342 was requested, and the customer response was that the device will be returned. No product return is required for mmt-442ag. No product return is required for mmt-7040a.